Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01610. This report is being submitted as additional information. Approximate age of device - 2 years, 3 months. Manufacturer investigation conclusion: the report of low flows was confirmed through the evaluation of the submitted log files. Additionally, a direct relationship between the device and the reported gi bleeding event could not be determined. The log file contained approximately 70 low flow hazard alarms captured. The alarms occurred due to the estimated flow being calculated below the low flow threshold of 2.5 lpm. The pump operated above the low speed limit for the duration of the log file and the system appeared to be operating as intended. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii left ventricular assist system instruction for (IFU) use explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Bleeding is listed in the heartmate ii IFU as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad system was producing unsustained low flow hazards on (B)(6) 2018. The patient reported to the emergency department due to hemoglobin (hgb) of 6.6. Hgb check on arrival was 6.6. The patient reported no shortness of breath. The patient was admitted and transfused 2 units of packed red blood cells with stabilization in hgb. Gastroenterology (gi) was consulted and an esophagogastroduodenoscopy procedure demonstrated arteriovenous malformation in the stomach and jejunum s/p argon plasma coagulation (apc). Push enteroscopy showed mild patchy inflammation characterized by congestion and erythema in the gastric body. Colonoscopy demonstrated multiple polyps in the rectum and colon and non-bleeding hemorrhoids. Per gi recommendations, octreotide was restarted. Hydralazine was stopped and a low dose lisinopril was initiated. No additional information was provided.